Event description:
It was reported that surgeon considers a revision surgery with a custom made implant due to unknown reasons. Date of revision is still unknown

Manufacturer narrative:
It was reported that the surgeon is considering a revision surgery using custom-made implants due to an unspecified post-operative condition. After repeated requests, smith & nephew has been unable to confirm a revision surgery, device details or confirm the alleged deficiency with the devices. Smith & nephew has an outstanding request with the reporter for information. The patient impact could not be determined with the available information. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to the unspecified complication with the implanted devices. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No further medical assessment can be rendered at this time. No further investigation is warranted for this complaint; however, smith & nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.